Event description:
Reporter alleged, the lancet needle does not retract after the device fires and the needle is sticking out. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.